Event description:
Note: this MFR report pertains to one of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05740 for a description of the other device. It was reported to boston scientific corporation that an f/g press bone anchor system was used during a procedure on (B)(6) 2006. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic and abdomen pain, dyspareunia, bleeding, urinary tract infection, stress urinary incontinence, and vaginal vault prolapse (specifics unknown). All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.